Manufacturer narrative:
Additional information: d9device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the main body has been taken off and returned with the device for repair. The event occurred during functional testing while it was being serviced at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer service technician reported that the main body has been taken off and returned with the device for repair. The event occurred during functional testing while it was being serviced at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.